Manufacturer narrative:
E1: (B)(6). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (events site city). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that topdsp display malfunction was not reproduced however the touch panel malfunction was confirmed. The fse replaced the touch screen (d160-00-123), (d160-00-127) assy display top lcd rohs, (d670-00- 1183) pcb upper display monitor. The unit was confirmed to be operational.

Event description:
It was reported that during in hospital inspection, the cardiosave intra-aortic balloon pump (iabp) had a top, dsp, touch panel dsp display malfunction. There was no patient involvement reported.

Manufacturer narrative:
Other event site telephone: (B)(6). Due to characterization limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a touch panel dsp display malfunction. There was no patient involved.